Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and found to have a broken conductor wire at the bipolar force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.